Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 2fr single-lumen per-q-cath catheter. A complete break in the catheter was noted within the molded joint. The overall length of the catheter measured 25.7cm. Microscopic examination of the distal end of the catheter revealed striations indicative of a scissor cut. Usage residues were evident throughout the sample. Tactile evaluation of the sample revealed severe tensile weakness at the proximal end of the catheter. Shape memory and plastic deformation were also seen in this region. Microscopic examination of the proximal end of the catheter revealed a dull and granular fracture surface. The lumen was elliptically shaped. The break edge was perpendicular to the longitudinal axis. The characteristics of damage were indicative of excessive manipulation of the catheter, particularly of pulling the catheter. Care should be taken when handling the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Catheter was reported to have broken after using 1 week. Allegedly, the catheter broke externally upon removal of the catheter, the patient did not need to have a new catheter placed.